Event description:
Patient admitted (B)(6) 2022. Perm hd catheter inserted (B)(6) 2022. Seal alert regarding recall of affected catheters from medtronic received 7/8/2022. Alert states that medtronic has identified potential leaking at the hub and recalls the affected devices. Patient identified to have a central line associated blood stream infection (clabsi) with date of event (B)(6) 2022. Perm hd catheter removed (B)(6) 2022 and tip sent for culture. Patient then expired (B)(6) 2022. FDA safety report ID# (B)(4).

Event description:
Additional information received on 08/12/2022 for report mw511139 for procode.